Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. A blood/fluid obstruction was found in the distal conductor. The analyst noted that the blood in the distal conductor most likely entered through the is-1 pin as no insulation breach was observed.

Event description:
It was reported that during the implant attempt, it was not possible to insert the stylet into the lead due to very high resistance. The lead was not used and another lead was implanted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.